Manufacturer narrative:
Evaluation summary. (B)(4). It was reported during an atrial fibrillation (afib) procedure, the tip on the ez steer thermocool non nav 4mm was not irrigating properly. The device was removed and there was a white foreign matter on the tip. During visual inspection, the foreign matter was noticed on the tip. A ft-ir test was performed for this foreign material. The ir spectra obtained reflected that the material has a biological composition; the components found were proteins, lipids and nucleic acids. These are characteristically bands of the major components of a human tissue. From the results, it can be concluded that the foreign material does not belong to the catheter. Per the reported event, the catheter was tested for electrical performance, temperature response and stockert compatibility. It was found within specifications. An irrigation test was also performed and the catheter passed as no occlusion was observed. Finally, a deflection test was performed and the catheter passed. A device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding the irrigation cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during an atrial fibrillation (afib) procedure, the tip on the ez steer thermocool non nav 4mm was not irrigating properly. The device was removed and there was a white foreign matter on the tip. It was noted that no ablation had taken place only mapping. The device was exchanged and the case resumed. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. The foreign matter was seen between the ring electrodes 3-4. It appeared white to opaque and very thin.